Event description:
The angiosculpt device was used to treat a severely calcified peripheral lesion. During the first inflation before reaching nominal pressure for 4 to 5 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured below rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed.

Manufacturer narrative:
Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found a damaged distal bond with one leaflet lifted but remained intact. Additionally, the balloon was inverted distally, and a shaft kink was observed approximately 5 cm distal from the strain relief. During functional testing, using an indeflator filled with green color dye water, the balloon was inflated and at less than 2 atm a pinhole leak was present on the proximal portion of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.